Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge his scs ipg for 8 months due to unrelated health issues. An sjm representative met with the patient and confirmed the patient's ipg is depleted. Surgical intervention is pending to address the issue.